Manufacturer narrative:
No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot.. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that 2 pen needle 31x5 ema 100 pack broke at the cannula during use. The following was reported by the initial reporter: "the patient is a (B)(6) male patient who attends a boarding school out side of town. The complaint was brought to the attention of the pharmacist this last week. The complaint is that the needle has broken off in the patients leg under the skin. The mother claims that this is the second time that a needle had broken and that the first time the needle was removed surgically at hospital. This time the boarding school's matron was able to remove it with tweezers. The pharmacist noted that the patient purchased 3 needles back in february and suspects extensive reuse. The patient resides outside of town and thus there are no samples to be able to submit."